Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm and catheter restriction alarms while in patient use. There was no injury or harm reported. There was no blood or discoloration in the helium tubing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found no evidence of over temp alarm in logs but was provided with picture of over temp alarm. The fse replaced pn 0206-00-0734 temperature sensor, and tested. Operated system for 24 hours in biomed shop on simulator with no occurrence of over temp alarm. System released to customer. All functional checks completed and within factory specifications.

Event description:
N/a.